Event description:
Terminal closure cap is missing from the kit. Baxter all-in-one container empty eva container with three legs transfer set 3000ml catalog# 2b8134 lot# p103739 all kits in this lot were missing the closure cap- transfer tubing must be dispensed with the bag to maintain sterility without the closure cap.